Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system could not enter MRI mode due to a high impedance on the patient's lead. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue.